Event description:
It was reported that during a toe arthroscopy, the tip of the unit separated from the rest of the unit. Further, the tip of the unit was retrieved from the pt and a replacement was available to complete the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.